Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: "ne lateral x-ray is available. There appears to be a screw back-out as described below (caudal level, as indicated by red arrow on x-ray)".

Event description:
It was reported that an x-ray on (B)(6) 2015 showed a screw backing out about 1 mm during a post op appointment. The screw did not lock properly. The patient has fused and is not experiencing any complications at this time. There is no planned removal of the screw. This report is for an unknown screw. This report is 1 of 2 for complaint com-(B)(4).